Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's superior vena cava (svc) defibrillation coil exhibited high, undefined impedance. The coil was programmed off. The lead's pace/sense portion and second defibrillation coil remain in use. It was also reported that a failed lead position check was observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.